Event description:
It was reported that the patient had a swelling due to a non-device related injection in the neck, and leads had pulled out of the skull after the swelling subsided. In addition, patient had a history of skin graft in the head. It was noted that there was scabbing over the lead area and physician prescribed prophylactic antibiotics. The patient underwent a procedure, wherein part of the right occipital lead that had protruded was explanted but left part of the lead that was connected to the ipg. The patient was doing well postoperatively, and the explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 5149420.